Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 444 mg/dl. Customer reported the following symptoms related to their high blood glucose was nausea. Customer treated for high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. Run load reservoir and fill tubing with current set and insulin exited at the qr. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer to call back when she is home to run high pressure test. The insulin pump will not be returned for analysis.